Manufacturer narrative:
From a retrospective (B)(4) study. Sites are only required to report per their milestones as significant amount of time after revisions occurred, and therefore, we do not know if the device will be available. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
Revised due to dislocation. From a retrospective (B)(4) study. Sites are only required to report per their milestones as significant amount of time after revisions occurred, and therefore, we do not know if the device will be available. Initial surgery (B)(6) 2005, revision (B)(6) 2007.